Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The reported device was returned however, a device malfunction could not be verified. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the sa342 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, device malfunction could not be verified or was not established. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the patient came back after a few years of implant placement because the abutments were loose, therefore they were removed alongside with the crowns and the abutments were replaced. The doctor also cleared bone or tissue away from the platform of the implants at tooth locations #12 and #13. Bone loss was also reported. The implants remain implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm/ lot number-63852153 d10: tsv4b10, imp,tsv,4.1mm,sbm,10/ lot number-63854745 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.